Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out of range pacing impedance measurement. The patient was seen in clinic and all measurements were within an acceptable range. Slight noise was observed on the rate/sense channel, however was not sensed by the device. Attempts to recreate noise in clinic were unsuccessful. Approximately a week and a half later, another out of range measurement was detected. It was reported that the patient does not require right ventricular pacing. No adverse patient effects were reported.

Event description:
Additional information was received from the field indicating the patient was again seen in clinic and attempts to recreate out of range measurements were unsuccessful. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate these products remain in service. Should additional information become available, this report will be updated.

Manufacturer narrative:
The system will continue to be monitored via regular follow-up appointments. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.